Manufacturer narrative:
This investigation is not complete. The trends will be evaluated. This report will be updated when the investigation is complete. This event occurred in (B)(6).

Event description:
Allegedly, the stem was loose on exposure due to a possible fall or trip. The stem and cup were revised.

Manufacturer narrative:
The complaint database was reviewed and analysis showed no trend for item/lot.